Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause was not reported. On the same day as the onset, the patient was hospitalized for the event and was treated with unspecified antibiotics intraperitoneally. Three days after onset, the patient was recovered. Pd therapy ongoing. No additional information is available.